Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer performed the fill tubing sequence while connected at the site and delivered insulin into the body. Customer blood glucose was 96(mg/dl) and was treated by consuming carbohydrates. Tandem technical support advised the customer to contact a healthcare provider regarding diabetes management.